Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer suffered a hyperlgycemic event while using the accu-chek aviva system. On (B)(6) 2021 the customer tested his blood glucose throughout the day (morning, afternoon, and evening) and received low blood glucose results of 80 mg/dl, 82 mg/dl, 124 mg/dl, and 60 mg/dl. These results were not obtained within 15 minutes. However, based on the low blood glucose results the customer did not take any insulin on (B)(6) 2021. On the morning of (B)(6) 2021 the customer was unconscious and was transported to the hospital. Upon arrival at the hospital the customer was given shock treatment and regained consciousness. The hospital confirmed that the customer had elevated blood glucose levels of 600 mg/dl and hi mg/dl and had suffered a stroke. The customer was treated with insulin and after insulin treatment blood glucose results were 400 mg/dl and 503 mg/dl. The customer was discharged from the hospital on (B)(6) 2021.